Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that his blood glucose result was 21.4 mmol/l (385 mg/dl), and then it was "high" (>500 mg/dl) while wearing a pod. He did not provide the times for the results. He stated that the cannula did not insert into his skin. He said that he no longer had the pod.